Event description:
Device 2 of 2, reference MFR. Report$1627487-2018-04663 . Additional follow-up identified the issue subsequently resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-04663. It was reported the patient was admitted to the hospital due to abdominal pain. Reportedly, surgical intervention was undertaken wherein the entire scs system was explanted in order to address the issue. Follow-up identified the patient was hospitalized one week and discharged on (B)(6) 2018 with their issue improving on steroids.